Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011 on a (B)(6) male patient with diagnosis of marfan disease, dilated aorta, poor weight gain, and failure to thrive. The device was placed for feedings secondary to failure to thrive. According to the physician who placed the one step button, the procedure was completed without any patient complications, and the patient was discharged home the next day. The physician later learned that the parent called a physician at a different nonaffiliated hospital (hospital name unknown) later that evening with concerns that the "patient seemed to be getting worse". The physician was told that the parents were advised to bring the patient to the hospital the next day; however the parent stated that she was "afraid to bring him in". He was told that the patient died at 7:00am. He stated that the patient passed away two days after the procedure. The physician was informed that the coroner's report revealed that the belly was distended and that the stomach was full of nutritional feeding fluid. The shaft on the feeding device was cracked. The physician stated that he was uncertain if the shaft was cracked during placement. No decompression tube was used during the procedure. The user medwatch received by boston scientific on (B)(6) 2011 indicates the following: " (patient) with dx of marphans disease, dilated aorta, poor weight gain - failure to thrive - had gt placement 2011. Diagnosis or reason for use: for feedings secondary to failure to thrive. His operation was at 10:30 am and he went to unit from pacu at 15:00. During the night, he had a fever of 39.1 and had 4 green stools, 5 emesis episodes and was fussy, but was better in the am before discharge. Dr. Saw him the day of discharge and stated that he examined him and agreed with discharge. He was discharged home the next day at 16:50. Child died at home. Autopsy revealed purulent peritonitis. A slit like hole was noted to be found in g-tube which may or may not have been defect in device. Determined that it was not likely to have occurred in unit or home with feedings and surgeon does not use anything sharp after incision."

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011 on a (B)(6) male patient with diagnosis of marfan disease, dilated aorta, poor weight gain, and failure to thrive. The device was placed for feedings secondary to failure to thrive. According to the physician who placed the one step button, the procedure was completed without any patient complications, and the patient was discharged home the next day. The physician later learned that the parent called a physician at a different nonaffiliated hospital (hospital name unknown) later that evening with concerns that the "patient seemed to be getting worse". The physician was told that the parents were advised to bring the patient to the hospital the next day; however the parent stated that she was "afraid to bring him in". He was told that the patient died at 7:00am. He stated that the patient passed away two days after the procedure. The physician was informed that the (B)(4) report revealed that the belly was distended and that the stomach was full of nutritional feeding fluid. The shaft on the feeding device was cracked. The physician stated that he was uncertain if the shaft was cracked during placement. No decompression tube was used during the procedure. The user medwatch received by boston scientific on (B)(6) 2011 indicates the following: " (patient) with dx of marphans disease, dilated aorta, poor weight gain - failure to thrive - had gt placement 2011. Diagnosis or reason for use: for feedings secondary to failure to thrive. His operation was at 10:30 am and he went to unit from pacu at 15:00. During the night, he had a fever of 39.1 and had 4 green stools, 5 emesis episodes and was fussy, but was better in the am before discharge. Dr. Saw him the day of discharge and stated that he examined him and agreed with discharge. He was discharged home the next day at 16:50. Child died at home. Autopsy revealed purulent peritonitis. A slit like hole was noted to be found in g-tube which may or may not have been defect in device. Determined that it was not likely to have occurred in unit or home with feedings and surgeon does not use anything sharp after incision."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation it is being retained at the facility; therefore a failure analysis of the complaint device could not be completed to date. Boston scientific is currently working with the hospital for permission to evaluate the device at the facility where it is retained. If any further relevant information is identified, a supplemental medwatch will be filed. The "date of event" from the user medwatch was reported as "(B)(6) 2011", however it is not confirmed that this is the date of death. (B)(4).